Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to an elevated blood glucose level over 600 mg/dl and high ketones. Customer was treated with intravenous saline and insulin, and was released from the hospital the following day with no permanent damage. Reportedly, the user did not deliver the adequate amount of insulin to treat the customer¿s diabetes. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended.